Event description:
It was reported that the voyager was used to dilate a lesion in the cx. The device was removed and set aside. After one to three minutes, the voyager was advanced to a lesion in the marginal branch and pressurized, but the balloon did not inflate correctly, so additional pressure was applied. A massive decline of cardiac output and a dye-filling defect in the lad and the peripheral marginal branch was detected. The pt had to be reanimated. After stabilizing the pt the procedure continued and completed by placing three stents.